Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. Mobile view station (mvs) interface cable passed bench gbit and 100t communications testing as well as continuity testing. During bench testing it was noted that the wire jacket on the male end of the yellow cat 5 wire was dented, and the lemo connector was loose. Installed the mvs cable in a test imaging system, and found that the system will not ready. The pendant displayed "connected not ready." The reported event was confirmed to be due to an electrical issue with the mvs interface cable.

Manufacturer narrative:
Patient information was not provided by the site. A medtronic field service engineer changed the umbilical cable due to broken wire on the male end. After cable replacement o-arm passed all tests and is up and running. The suspect cable has been received by the manufacturer, but full analysis has not been completed.

Event description:
The o-arm was brought in for a confirmation spin and it wouldn't work. Confirmation spin was taken with a c-arm instead. This delayed the case less than an hour. No harm to the patient occurred. Surgery completed successfully. The system was booted up the next morning and displayed "initializing please wait" on the pendant.